Manufacturer narrative:
The received device had the cannula assembly fully deployed. The soft cannula measured the correct full length according to specification and did not appear damaged. Inspection of the needle mechanism components found no evidence of any damage or manufacturing deficiencies that would result in the soft cannula becoming dislodged from the infusion site. A root cause for the reported dislodged cannula could not be determined. The device was received with the adhesive pad not attached to the bottom housing. No damages or defects were observed with the adhesive pad's welds. The cause of the reported adhesive failure could not be determined. An 0x5f hazard alarm was found in the pod's download data and the root cause of the alarm could not be determined. Investigation of the device discovered damages to internal components such as the reservoir cap, ratchet gear, retainer pins, and front piezo spring. The device was rerun unsuccessfully due to an 0x5c hazard alarm and a drive stall indicating that the devices damages can be attributed to post use damage seeing that the ratchet gear ran smoothly during the pod's initial run.

Event description:
It was reported the patient's blood glucose level (bg) rose to 400 mg/dl while wearing the pod less than an hour. The pod reportedly fell off the infusion site (leg), causing the cannula to dislodge.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.